Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 g5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the histoacryl. After opening the outer package, it was noted that the glue was damaged and the ampoule had leaked. The product was not used on a patient. Additional information is not available.

Manufacturer narrative:
Samples received: 1 open pouch, unopened ampoule with leakage signs. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one open sample, the ampoule received has been optically evaluated and a defect in the tip of the ampoule was found. Tip is bent. The leakage of the glue occurs at this point. The device history record of this product has been reviewed and no deviations have been found. Final conclusion: taking into account that the results of the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.